Manufacturer narrative:
Patient's weight was asked but unknown. Request was made to have the mouthguard return for evaluation; however, the patient still has the appliance. Once the appliance is returned and/or evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced allergic reaction shortly after wearing the dreamtap nightguard. The patient had blisters on the lips and tongue where they made contact with the nightguard. The patient had used the nightguard for 2 weeks prior to experiencing the reaction. The patient did not require any treatment for the symptom and reported to be ok. The patient has no known pre-existing conditions or allergies. The doctor did not make any adjustment to the nightguard. The patient cleaned the nightguard using hydrogen peroxide and water.

Manufacturer narrative:
The dream tap was manufactured per physician's prescription. A visual inspection could not be performed as the device was not returned. A batch/lot review for the associated material showed no manufacturing deviations or abnormalities. Per the IFU, "allergic reaction may be encountered. Discontinue use if reaction occurs and consult prescriber." Glidewell research team and namsa conducted a series of testing on erkodent material (erkoloc-pro and erkodur) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test results were listed and summarized in rpt 9733 rev 1.0. · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin test. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. This complaint will be kept on record for track and trending purposes.